Event description:
It was reported that externalized conductors were noted on the rv lead. No electrical issues were noted. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in one piece measuring 50.0 cm. Externalized conductors due to internal insulation abrasion was noted at 32.8 ¿ 33.5 cm and 42.4 cm ¿ 43.1 cm from the distal tip. The inner coil lumen and the re etfe cable coating was intact in both locations. Other damages found are consistent with procedural damage.

Event description:
Additional information: the patient was dependent.